Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid (hydromorphone) for spinal pain. It was reported that the patient reported they were having trouble the communicator since last friday ((B)(6) 2026). The patient stated they had a bad communicator and they received a new communicator a couple weeks ago or a week or so ago (2026-may-15). The patient mentioned they got the equipment back and it did not work. The patient reported getting a message that the application had unexpectedly stopped and they had to resync all over again. The patient stated they were getting system error 0x7500sa93 and resynced. The agent assisted patient with closing out all the running application, reset the handset and communicator and connect with the device and patient said they could not remember where the pump was placed on the body. The patient stated they were getting no pump response and the screen get stuck at 75% when trying to connect. The agent assisted the patient with clearing data on the handset. The patient service asked patient to connect with the patient therapy manager (myptm) application and patient was getting no pump response. The agent recommend repositioning the communicator over the implant area and patient was able to connect to the pump. It was reported that they were allowed 8 boluses a day. Additional information was received from the patient and stated they called earlier about this issue and they were currently seeing error code 156 and the application continues to ask if they would to restart it every time they try to get a bolus. The agent assisted the caller with closing out of the application after each bolus. The caller was able to close out and restart application without any issues